Event description:
The patient was being treated for knee pain. The waveform used was the interferential electrotherapy waveform with the unit on scan at 80/150 hz. Approximately three minutes into the treatment, the patient complained of a discomforting shock sensation under one of the application electrodes.

Manufacturer narrative:
The clinician reported the unit has shocked others in the past. No information on those historical incidents could be provided by the clinician. In this incident, the clinician applied the treatment with disposable electrodes. The clinician indicated that the patient's skin had not been prepared for the treatment. The clinician did not indicate the interruption of the treatment or the status of the patient's progress, post incident. A device evaluation was preformed by our engineering department. Root cause is unknown because the device performed to specification and to its intended use. The engineering department did not find any problems with the device. The device labeling identifies adverse effects; skin irritation and burns beneath the electrodes have been reported with the use of powered muscle stimulators. See scanned pages.